Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) exhibited right ventricular (rv) noise, oversensing, and pacing inhibition of unknown duration. It was noted that the noise appeared to be from a procedure with some type of electromagnetic interference (emi). Boston scientific technical services (ts) noted the electrogram (egms) looked normal before and after that date. There was low level rv noise noted; however, it was not being sensed by the device. There were changes in the rv and left ventricular (lv) impedance measurements, but no out of range measurements were observed. Continued monitoring was discussed with the health care professional (hcp). No adverse patient effects were reported. The device remains in service.

Manufacturer narrative:
The device was later explanted due to normal battery depletion. The returned device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. Visual examination of the device header and case noted no anomalies. Pin gage testing, designed to verify proper port dimensions, was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) exhibited right ventricular (rv) noise, oversensing, and pacing inhibition of unknown duration. It was noted that the noise appeared to be from a procedure with some type of electromagnetic interference (emi). Boston scientific technical services (ts) noted the electrogram (egms) looked normal before and after that date. There was low level rv noise noted; however, it was not being sensed by the device. There were changes in the rv and left ventricular (lv) impedance measurements, but no out of range measurements were observed. Continued monitoring was discussed with the health care professional (hcp). No adverse patient effects were reported. The device remains in service.